Manufacturer narrative:
(B)(4). Device received lot number: 1528v3. Upon device receipt the truled cartridge was visually inspected and there were no signs of any damage. The battery cartridge was connected to a truled charging unit. The cartridge displayed no light at all. This display is indicative of a faulty device. The complaint has been confirmed. From device lot number it is determined the warranty period for this device is expired. Root cause is established. Device is at its end of life. No corrective/preventative actions assigned.

Event description:
Customer complaint alleges "when you press down to test the light source, there is no light." No report of patient involvement.